Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic pain. It was reported that at the time of lead unboxing, the anchor was found to have become detached from the anchor dispenser, resulting in an unusable condition. After two leads were opened, the above-mentioned malfunction occurred in one of them; however, it is unknown which of the two reported serial numbers corresponded to the malfunction. There were no known environmental, external, and patient factors that may have caused the event. A lead revision kit was unboxed and a new anchor was used. The issue was resolved at the time of the report. No health damage was reported.

Manufacturer narrative:
H3. Device analysis for the anchor found the lead was packaged incorrectly. The adt was received with the anchor fully deployed and separated from the dispenser shaft. The anchor was not engaged with the shaft at the time of receipt. Visual inspection upon receipt identified several localized areas of missing coating along the shaft. Review of post-return handling determined that the decontamination sonication process was the likely contributor to the observed spotty coating loss. Dimensional inspection was performed on the interior diameter of both ends of the returned anchor. The following measurements were recorded: end 1 measured ID (in.) 0.034", specification (in.) 0.032". End 2 measured ID (in.) 0.033", specification (in.) 0.032". Both measured values exceeded the specified interior diameter. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.